Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon, ¿main lamp is off and emergency light is on intermittently", occurred due to a failure of the main lamp, because the main lamp had been in use for 400 hours. The main lamp was replaced, and the issue was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not being returned for evaluation as the issue was rectified by replacing the bulb. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the spare lamp is intermittently activating on the evis exera iii xenon light source. The issue occurred twice during a procedure and each time the lamp turned off. The intended procedure was diagnostic (colonoscopy). There was no procedural delay, the procedure was not prolonged, and the patient¿s sedation was not extended. The light source was switched over to a spare lamp during the procedure and the issue did not impact the outcome of the procedure. No patient harm was reported.